Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: black box and cgm history show multiple ¿208¿ glucose below user limit and ¿cs214¿ glucose below 55mg/dl cgm warnings on 5/5/16. Review of user setting show cgm low limit alert was enabled and set to 80mg/dl with 30min snooze time. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms occurred during the investigation, test ¿cs208¿ warning was simulated with 80mg/dl as threshold and 30min as snooze time. The pump gave and recorded the appropriate ¿cs208¿ warning with audible and visible alert. Unrelated to the complaint, the audio bolus button cover and the slug contact are detached and missing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump did not alarm for the low blood glucose set at 80 mg/dl. The patient's bg was 48 mg/dl, no symptoms, when the alarm was emitted. This bg excursion does not meet animas critieria for a reportable event. This complaint is being reported due to the alleged failure of the pump to emit the low bg alarm.